Event description:
Customer reported he was attempting to rewind the device and the buttons were not working. Battery was changed, device alarmed battery out limit and blood glucose was high. Blood glucose was 325 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected battery out limit alarms noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specifications. Insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. Insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.